Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) year old female patient who had essure (fallopian tube occlusion insert) inserted and experienced the following event. On (B)(6) 2014 the patient had essure (fallopian tube occlusion insert) inserted. It was reported that device was put in and when the device was pulled out, the plastic around the essure stayed inside her uterus (complication of device insertion). Follow up (B)(6) 2014: no response from the reporter physician after 3 follow up attempts. No new information was provided. Ptc investigation result was received on 07/11/2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Conclusions: the report did not state a patient injury occurred. The possibility of a deployment difficulty event during the procedure is an anticipated event. Follow-up information received indicated a portion of the delivery catheter broke and was attached to the implant. Delivery catheter breakage is also an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Medical assessment: this case reported complication of insertion due to breakage but the reported events are not necessarily indicative of a quality defect. Three (3) additional ae case reports have been received to date in relation to batch number b60750 but none of these cases refers to any similar type of breakage event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment, the technical investigation concluded "unconfirmed quality defect" and that both events of deployment difficulty and delivery catheter breakage are anticipated events. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) year old female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure when physician went to pull the device out the plastic around the essure device stayed inside her uterus (complication of device insertion). Reporter causality was not provided. The event when we went to pull the device out the plastic around the essure device stayed inside her uterus regarded as a device breakage; is non-serious, unlisted on the reference safety information for essure and was considered a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Single cases of essure breakage have been reported. In this particular cases, considering that the reported event occurred in association with essure placement procedure, its causal relationship with the suspect insert cannot be excluded. A product technical analysis and follow-up information will be requested.